Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with unspecified gel mentor breast implants and experienced rupture on the right side postoperatively. As a result, the patient underwent device removal and replacement with 550cc mentor memorygel breast implants, catalog number: 3507550bc, serial numbers: (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2020.